Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer reported problem: it was reported that the device had upstream occlusion" was confirmed through functional testing of the device. The probable cause of the reported issue was a defective uso sensor. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found no service within the last 12 months.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had upstream occlusion during startup. There was no patient involvement.